Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The device had missing segments due to cracked zebra connector on the lcd.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
It was reported that customer's insulin pump had a worn display with many scratches on it. No other details were provided. The device is being replaced. Nothing further reported.